Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2020. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Event description:
On (B)(6) 2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿left flank hernia repair¿ and was implanted with strattice device lot unknown on (B)(6) 2020. The patient underwent a " lysis of adhesions, abdominal repair, and open ventral repair using component separation technique¿ on (B)(6) 2022. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿pain, recurrence, adhesions,and intervention surgery¿. The form lists the conditions that were treated were ¿pain, recurrence, adhesions, and intervention surgery¿ with approximate dates of treatment as (B)(6) 2022. The ppf form also indicates the patient was implanted with a non-abbvie device, "ethicon prolene phm ¿ lot #unknown¿ during the (B)(6) 2020 procedure. The patient was implanted with another non-abbvie device, "bard soft mesh;¿ during the (B)(6) 2022 procedure. Neither of these non-abbvie devices have been removed or revised.

Manufacturer narrative:
Additional and/or corrected data: a2, b5, d1, d4, h6.